Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the joystick button of the control module was broke. No work performed by the philips, since the customer ordered the joystick part and replaced it, by which the issue was resolved. The system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the joystick button of the control module geometry had broken, which can impact geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.